Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experience on (B)(6) 2014. The patient's wife did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).